Event description:
It was reported that the patient presented remotely via phone call. Patient expressed that he experienced hiccup or pulsating vibration. The implantable cardioverter defibrillator might have exhibited diaphragmatic stimulation or phrenic nerve stimulation caused by the left ventricle paces. No intervention was performed.